Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when loading during a laparoscopic gastrectomy, the stapler was not able to fire but there was an unknown malfunction. They replaced to device to complete the case. There was no patient injury.